Event description:
It was reported that diagnostics for the pt's vns showed high impedance during a routine office visit. X-rays have been taken to evaluate the integrity of the lead; however, they have not been sent to cts at this time. The physician stated that the x-ray report indicated that no lead breaks were visualized. The device has been disabled as recommended by manufacturer labeling. No trauma or manipulation has been reported. Review of the programming history available has revealed that the pt has had high impedance as early as (B)(6) 2008. No earlier diagnostics are available at this time. The pt's mother has expressed concern that the pt's seizures are worsening and that the pt has been chewing on his arm as a result of not receiving vns therapy. Further attempts for info are in progress. Surgery to replace the lead and generator is likely.

Manufacturer narrative:
Device failure is suspected.